Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged and were unable to remain securely connected to a monitor. The root cause of the physical damage to the connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.